Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tubing of the transfer set during use noted when the patient visited the hospital. At the time of the event the transfer set has been in use for 180 days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Visual inspection and leak testing identified a small cut in the tubing. The reported condition was verified. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.